Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported that a ventilator experienced an alarm led failure. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the field service engineer (fse). Further information regarding repair has been requested from the fse. No response has been received at this time.

Manufacturer narrative:
Upon further investigation, the following has been reported: the device alarm led malfunction was not in use on a patient and no patient was delayed treatment. Therefore, this complaint no longer meets reportability requirements.